Manufacturer narrative:
The device is available for evaluation, it has not yet been received.

Event description:
The customer reported that a microclave® clear neutral connector was breaking and causing patient safety issues like uncontrolled bleeding. The device was connected to piv extension tube. There was patient involvement but no report of an adverse event. This is report 1 of 2.

Manufacturer narrative:
The device was not received for evaluation. Without the returned device a probable cause is unable to be determined. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.